Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
Ppf and sticker sheet received. Ppf alleges infection and elevated metal ions after first revision. Liner is non-depuy. Doi: (B)(6) 2008 (cup and stem). Doi: (B)(6) 2010 (femoral head). Dor: (B)(6) 2010 left hip.